Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification a tripped trend review was conducted for the reported neo meter. No trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc meter turns on with button but not with strip insertion. On (B)(6) 2020, as a result of the customer not being able to monitor their blood glucose, they experienced nausea, vomiting, headaches, fatigue, diarrhea, and was unable to treat themselves. Emergency services were called and the customer was transported to the hospital where they were diagnosed with dka and received an infusion for dehydration and medication for nausea and vomiting. There was no report of death or permanent injury associated with this event.